Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly, the hearing performance with the device is affected, although the user does not show clear signs of a problem on this side. No medical problems, no clear impact on the head, no swelling, no pain, no visual indication reported. Re-implantation is scheduled for (B)(6) 2018.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. Other damages found during investigation are most likely related to explantation surgery. The problems given in the user report appear to match the damage found. This is a final report.

Event description:
Reportedly, the hearing performance with the device is affected, although the user does not show clear signs of a problem on this side. The user is bilaterally implanted. There are no medical problems, no clear impact on the head, swelling, pain or visual indication. The occurrence of any trauma or accident is unknown. The user was re-implanted.